Event description:
A report received by the covidien rep in (B)(6) stated: "ICU was detected an important air leakage with up to 200 tidal volume". Then they tested it putting some water in the connection between the outer and the inner cannula and it was observed bubbles." "They replace it by a portex smiths cannula which gave no problem." No other info was contained in the report.

Manufacturer narrative:
Attempts are being made to obtain the sample and further info from the customer.